Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increased threshold ,increased lead impedance ,sensing integrity counter (sic) and a micro dislodgement was suspected. The ra was explanted and replaced. No patient complications have been reported as a result of this event.